Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 400 mg/dl with nausea, strong and fruity breath, and difficulty waking up. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient overrode the dosage recommended by bolus calculator feature. It was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined that signs and symptoms of an unrelated illness contributed to the reported blood glucose excursion. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to a use error.